Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. The helix mechanism test failed due to the presence of tissue and blood obstructing the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity and were within normal limits, which revealed no conductor issues. Laboratory analysis determined that the clinical allegations of difficulty to position and difficulty to extend/retract helix were confirmed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulty. The helix mechanism kept extending after being retracted, causing higher impedances and high thresholds. The lead was decided to be replaced after two attempts. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulty. The helix mechanism kept extending after being retracted, causing higher impedances and high thresholds. The lead was decided to be replaced after two attempts. No additional adverse patient effects were reported.